Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error. The blood glucose level was unknown. The customer stated that the power error detected recurred within a week. Troubleshooting was performed. The product will be return for analysis.